Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads. A constant motor error alarm was noted during rewind due to an out of phase motor encoder. Unable to confirm the motion sensor test failure or motor position encoder error alarms, perform the displacement or functional tests due to a constant motor error alarm. Intermittent button response was noted during testing due to a flattened dome switch on the up, down, esc, act, and express bolus buttons. The lcd connector was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump was received a motion sensor test failure alarm and a motor position encoder error alarm. The customer's blood glucose was 100 mg/dl at the time of incident. The caller stated that the insulin pump was exposed to MRI. The caller stated that the insulin pump was able to rewind the insulin pump. Troubleshooting was done. The insulin pump failed test. The caller was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.